Manufacturer narrative:
Approximate age of device - 1 year, 10 months. Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. The instructions for use list hemolysis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient was admitted on (B)(6) 2018 for hemolysis. It was noted that baseline lactate dehydrogenase (ldh) was 200 through mid-300s pre hematoma. Ldh was trending upwards on (B)(6) 2018 and peaked at 606 u/l during admission. The patient was placed on integrilin and heparin. Ldh returned to baseline at 421 u/l. No alarms were associated with the event.